Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer arm would not lock while turning the knob. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer arm would not lock while turning the knob. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The acrobat-I stabilizer device was returned to the factory for evaluation. Signs of clinical use and evidence of blood. A visual inspection was conducted. Signs of blood was observed on the knob and on the acrobat-I stabilizer device. No visual defects were observed. The device was evaluated for its mechanical function. The device was securely assembled onto a reference retractor blade by sliding the stabilizer base onto the rail and locking the lever. The knob was evaluated for its ability to tighten the flexlink arm while the locking lever was in both the locked and unlocked positions. The flexlink arm was not secured in position when the knob was turned clockwise. The knob did not tighten the arm. Based upon these findings, the reported complaint for the reported failure "mechanical issues" was confirmed.